Event description:
The clamps are difficult to close. The saline spike is sharper, resulting in punctures in the side of the saline bags, wasted saline, staff getting poked by the tip. It's difficult to separate the bloodlines from the access. The arterial and venous chambers are rigid and difficult to place in the holders. A member of housekeeping was pierced by a saline spike protruding through a biohazard bag, resulting in a puncture wound (perforation) and potential exposure to biological material, requiring evaluation in the emergency department per standard blood-borne pathogen protocol. The employee received immediate wound care and assessment; the outcome was classified as temporary harm with no ongoing treatment required. Numerous complaints and dissatisfaction expressed about bl+a209y/v803-nij. 1 adverse event reported. No additional details were provided.